Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to defibrillate a patient (age & gender unknown), the device inappropriately shut down. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation with severe damage. Due to the extent of the damage, root cause cannot be firmly established. Based on the physical damage of this device that was noticeable, it should have not been in service. The main gasket around the housing was pressed into the device, the battery door hinges were broken off, multiple internal stands had snapped off, the bracket for the capacitor and speaker was broken in half, and the patient circuit was open due to a partially lifted patient relay. Review of the device logs did not observe a shut down after the first shock. There is also evidence that the user manually shocked without analysis due to the patient being in asystole. The customer declined repair of the device and will be returned labeled as "not certified for clinical use." Analysis of reports of this type has not identified an increase in trend.